Event description:
The patient reported her programmer was not functioning properly. When she presses the button it does not respond. A new programmer was sent to the patient. Follow-up information identified a sjm representative met with the patient and the patient stated she had spilled nail polish remover on the programmer and it was inoperable. Additional follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.